Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2021, a hysteroscopy was performed and when they were preparing the patient for the ablation the anesthesiologist told the physician to stop since the patient´s blood pressure was dropping, and heartrate was decreasing. Surgeon removed the device and the patient´s condition deteriorated resulting in the need to administer CPR for 20 minutes. The patient was revived and intubated and placed on life support and moved to the ICU. The anesthesiologist initial comments reported that the patient experienced a cardiac issue that was not cause by the novasure. The novasure was not activated nor the cavity initial assessment was performed. The device was only placed inside the uterus. The patient was doing well in the last report. No other information is available.